Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that endovascular treatment of superior gluteal artery aneurysms is effective and safe and is preferable in patients with comorbidities making open surgery high risk.

Event description:
Article received: western, c. E. (2016). Lone stent-graft treatment of symptomatic glkuteal artery aneurysm. Annals of vascular surgery, 205.e1 - 205.e4. Purpose: to report a case of a large superior gluteal artery aneurysm treated with covered stent-graft insertion. Per the article adverse events included thrombosis of the aneurysm and occluded stent.